Manufacturer narrative:
There was a relationship found between the reported incident and the returned device. Visual inspection of the returned controller found no physical or manufacturing abnormalities. Functional evaluation found that the controller remains powered off when the unit was switched on. The inside of the controller was inspected, but no discrepancies were found associated with the various electrical components. The complaint was verified and the root cause was determined to be associated with a possible electrical component failure on the power supply. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the quantum console suddenly shut off with a "pop" sound within the console. The console was then separated for further use. No back up was available.